Event description:
The patient had 4 resolute integrity stent implanted during index procedure. It was reported that the patient is complaining of headaches, kidney pain, issues urinating, rash at the back of the neck (scaly, sensitive and peeling/loose skin), diarrhea, white nail beds and skin discoloration following the implant. The symptoms reportedly began immediately after the index procedure. It is reported that the patient is also having difficulty walking and is experiencing hair loss. The patient is currently taking aspirin and clopidegral. The patient has reported the symptoms to their physician but the physician believes that the reaction is not related to the stents.

Manufacturer narrative:
Evaluation codes, results and conclusion: (allergic reaction). (Product remains implanted). (B)(4).